Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise during an in-clinic follow-up. The oversensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The oversensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. Patient presented to clinic where it was found that the pacing impedance measurements of the right atrial (ra) lead were low out of range, less than 200 ohms, and high capture thresholds at 1.3v. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise during an in-clinic follow-up. The oversensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The oversensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. Patient presented to clinic where it was found that the pacing impedance measurements of the right atrial (ra) lead were low out of range, less than 200 ohms, and high capture thresholds at 1.3v. The ra lead was a non-boston scientific product. No adverse patient effects were reported. This device remains in service. According to additional information, this ICD system was explanted and replaced with a new system due to oversensing of noise with pacing inhibition. It was noted that the physician suspected insulation damage on the leads. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. The product has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise during an in-clinic follow-up. The oversensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The oversensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. Patient presented to clinic where it was found that the pacing impedance measurements of the right atrial (ra) lead were low out of range, less than 200 ohms, and high capture thresholds at 1.3v. The ra lead was a non-boston scientific product. No adverse patient effects were reported. This device remains in service. According to additional information, this ICD system was explanted and replaced with a new system due to oversensing of noise with pacing inhibition. It was noted that the physician suspected insulation damage on the leads. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.